Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: the event was not duplicated during investigation. Black box shows no evidence of a "no power" event. No alarm related to complaint observed in black box or alarm history. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump, battery cap is able to fully tighten and measures within specifications. Unrelated to the complaint, a battery compartment crack observed below grip pad there is a dim discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.